Event description:
It was reported that during an implantable pulse generator (ipg) implant attempt it was difficult to screw in the atrial lead into the connector block. After several attempts the screw and setscrew were stuck in the connector, the physician had to remove them both together. A new device was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. Connector damaged/see comment. Grommet/setscrew damaged. If information is provided in the future, a supplemental report will be issued.